Event description:
It was reported that the consultant had difficulties feeding the catheter through the introducer needle. The consultant inserted the introducer needle into the intrathecal space. When attempting to insert the catheter, there was difficulty with feeding the catheter any further than approximately 1 cm. The introducer needle was removed and on inspection the catheter "seemed to be catching in the introducer needle." The reporter stated that when feeding the catheter it "felt like shards of metal inside the needle." The catheter was replaced. When comparing with the new replacement catheter, the first needle looked "pinched in the middle of the bevel narrowing the exit space." No patient symptoms or injury were reported. Patient outcome was not provided. The device system was used to deliver lioresal (baclofen). A follow-up report will be submitted if new information becomes available.

Manufacturer narrative:
Product ID: 8781, serial# (B)(4), product type: catheter. (B)(4).

Manufacturer narrative:
(B)(4). Analysis of the catheter found the catheter introducer needle tip and or shaft damaged from customer usage. The catheter, guidewire, introducer needle, pin connector along with the anchor deployment tool was returned. The guidewire was bent in several places including areas 14 to 19.5, 28, 33, 53 and 58.5 cm - all measured from the distal tip. The guidewire also had damage to its windings in areas .4, 14.5, and 18 -19.5 cm - again all measured in relation to distance from the distal tip. There was a slight bend in the segment 2 catheter, measured in an area 18.5 to 19.5 cm from its distal tip. The stylet portion of the introducer needle was bent slightly at its very tip. The cannula portion of the introducer needle was also bent slightly at its very tip. Furthermore, the shaft of the needle's cannula was also bent. When the catheter was fed through the cannula of the needle it was noted that the catheter could be felt rubbing on the bent area near the tip. The damaged portion created a slight burr or raised area and the catheter appeared to catch slightly as it passed this area. The bend in the cannula is also noticed when the stylet portion is inserted into the cannula. The damage to the introducer needle is prohibiting the catheter from smoothly sliding through the cannula. It is felt the damage to the introducer needle was not caused during the manufacturing procedure but most likely occurred during the implant procedure.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information: it was reported that the patient was 'fine' and the needle was to be sent back to the manufacturer for analysis.